Event description:
It was reported that a spectrum iq infusion pump detected occlusion during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "occlusion detect alarm" was not reproduced. The device was tested for downstream occlusion and it passed. A review of event history log revealed presence of multiple downstream occlusions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6. Correction h11: the device was received for evaluation. During functional testing, the reported problem of "occlusion detect alarm" was not reproduced. A review of the event history log identified both upstream and downstream occlusion alarms however the log cannot differentiate between true and false alarms. The device was tested for downstream occlusion detection and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through log review however no component issue was identified as a potential cause. Should additional relevant information become available, a supplemental report will be submitted.